Event description:
The reporter with the patient contacted animas on (B)(6) 2012 reporting that the ok button was intermittently responding to presses. The reporter confirmed there were no blood glucose excursions related to the issue. The reporter confirmed there were no rips or tears in the keypad. It was also reported that the patient wore the pump on exterior of garments and does not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The ok and down buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.